Manufacturer narrative:
Pump was received with frozen display due to moisture damaged on electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture and stopped working. The customer¿s blood glucose level was unknown at the time of incident. The product will be returned for analysis.